Event description:
It was reported that the patient presented in-clinic after receiving inappropriate atp and hv therapy. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.